Event description:
The target lesion was the renal artery. The patient was a 64 year old male. There was no information on calcification. The vessel was heavily tortuous and the rate of stenosis was 90%. Access was made from trans radial. Aviator plus balloon catheter (424-4515w, r0708204, complaint product) was delivered for dilatation. The balloon ruptured at 2atm during inflation. The aviator plus was removed from the patient's body. Another balloon (competitor's product, details unk) was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.